Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user-applied excessive mechanical forces.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/11/2023 an FDA medwatch notification was received via email for medwatch report . Per the event description in the report, an "arthrex 60 mm spring eye needle broke while being used in a right lower extremity amputation. Intra-operative x-ray ordered; intra-operative x-ray showed no signs of broken needle in wound per surgeon." The procedure took place on (B)(6) 2023.